Manufacturer narrative:
(B) (4): eval, results: lack of info (cause of death is unk). (Death).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the pt expired at home 60 months post implant. The cause of death is unk, and no additional info was provided. The relationships to the device and to the procedure have not been assessed. (MFR # 2953200-2010-00857, MFR # 2953200-2010-00858).